Event description:
It was reported to physio-control that the customer used their device to monitor a patient with ventricular tachycardia. The patient was reported to be unstable and went over into asystole. At that point, the device's display turned black and the service indicator led went on. There was patient use associated with the reported event however, patient details and outcome were not provided.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer informed physio-control that they had discarded the device. The device was not returned to physio-control and therefore no evaluation could be performed. A cause of the reported failure could not be determined.